Manufacturer narrative:
Report date:24may2021. There was no patient involvement.

Event description:
The customer called technical support (ts), reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
B4: 19sep2021. It is unknown if there was any patient involvement and no further information could be obtained.

Manufacturer narrative:
B4:13jul2021. A quote was provided to the customer for service and repair. The customer declined service, and the service work order was canceled. If further information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
B4:02sep2021.